Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Preliminary analysis revealed a no output and no telemetry condition. The data gathered during the visual and dimensional inspection of the device battery indicated that the battery was swollen, having a thickness above the upper specification limit. The swelling was most likely caused by an external short or other mishandling condition, since there is no evidence of an internal problem causing the swelling. No evidence of an internal mechanism for premature depletion was found during destructive analysis. No problems were found with the battery. (B)(4)

Event description:
It was reported that one day post implant of the device there was no telemetry between the device and the programmer and the device did not pace. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.